Event description:
A patient reported experiencing inaccurate erratic results with a meter. The patient's blood glucose results were 52, 45, 16, and 97 mg/dl. Tests were done within 20 minutes with a difference of 39 mg/dl. Patient did not experience any adverse events. No further information has been reported.